Event description:
The customer called to request assistance on setting the basal rates on their pump. During the call it was found that a couple nights before they had an episode of low bgs and the paramedics were sent to their home. The customer was not taken to the hospital. It was stated that the customer's doctor believes that their basal rates were too high at a certain time of the night. It was indicated that the doctor adjusted their basal rates and they have not gone low again.